Manufacturer narrative:
D4. Serial and primary UDI number corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The physician reported alarms. On transthoracic echocardiogram (tte), the impella position was difficult to assess. When increasing the p-level from p2 to p9, no narrowing of the left ventricle cavity was observed. The motor housing appeared to be close to the aortic valve. The pump was pulled back, after which an aortic malposition alarm occurred. There was still no pulsatility. The device was slightly advanced again, showing rapid alternation between ventricular and aortic position. It was recommended to assess the positioning under fluoroscopy, as evaluation via tte was not sufficiently conclusive. The patient is highly catecholamine-dependent. At the time the alarm occurred, no interventions were performed on the patient. The doctor consulted with her cardiology colleagues. The impella was further withdrawn and set to p1. After explantation, the pump will be stored and kept for pickup. The catheterization lab nurse reported that the pump was explanted. The patient was stable under catecholamine. A new implant was not considered. The pump will be sent back for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.